Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d9, g3, g6, h2, h3, h6, h11. Review of the most recent repair record determined the device would not stay on; the motor function failed, the motor speeds were unstable, the plug harness was damaged (no exposed metal wiring), and the reciprocating arm was damaged. The motor, plug harness, and reciprocating arm were replaced and resolved the reported issue. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). E1 telephone number: (B)(6). G2 foreign: poland. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that outside of surgery on (B)(6) 2024 the electric dermatome stopped working after 10 seconds. There was no harm or delay reported as there was no patient involvement. Diligence is complete. No adverse events were reported as a result of this malfunction.